Event description:
A malfunction alarm identified as malf 24 was reported, leading to the pump shutting down before fault ID confirmation. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support arranged a replacement of the pump, instructed the customer on storage mode, and provided return and delivery guidelines, while the customer will consult a healthcare professional for backup insulin therapy.